Manufacturer narrative:
(B)(4)

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 95 mm diameter thoracic aortic aneurysm. It was reported that the patient presented at the hospital with a thoracic aortic aneurysm rupture. A CT was done and showed that the current stent graft needed to be extended distally because the aorta had grown in diameter. The angiogram showed there was a distal type I endoleak. The physician extended with another manufacturer's stent graft proximally and distally; however, the patient died during the procedure. The physician stated that the patient did not return for follow up after the initial implantation procedure and the patient's death was due to the ruptured thoracic aortic aneurysm.